Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded at 10.2 to 10.6 cm and at 40.8 to 42.0 cm from the connector pin. Anyone of these abrasions could have caused the reported noise anomaly.